Event description:
It was reported that the central screw of the shell 48 went in without problem, but then during positioning the inlay would fall out. The doctor tried twice and then changed the shell, after that everything was fine.

Manufacturer narrative:
Concomitant medical product: dural alpha insert neutr gg/32: catalog#: 01.00013.407; lot#: 3084934. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the surgeon inserted the inlay as usual with the appropriate instruments but it didn't anchor and was slightly protruding. Surgeon then took it out and checked the socket to see if anything was interfering. This was not the case. The "plastic nupsi" had a defect afterwards, so surgeon had to remove it, otherwise it would not have fitted into the centering screw. But even then the inlay could not be fixed. It almost seemed like it was a bit too small. Hospital didn't have another one in this size in stock. Surgeon had already used one up in the previous operation, so he had to knock out the cup and fit a new one (one size larger). The inlay could be anchored without any problems.

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h1, h2, h3, h6, h10. Visual examination: both the durasul liner as well as the allofit cup with the pole plug were returned for investigation. The visual examination shows that there are several signs of wear (polished surfaces, knicks, scratches) on the inside of the allofit cup as well as on the pole plug. There is a foreign residue of black colour in one of the four bore holes of the liner as well as signs of wear on the outer perimeter of the inner articulation surface and signs of wear on the backside of the liner. The pole peg of the liner is clearly deformed. The devices are used for treatment. The quality records (DHR) show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The insert had been autoclaved before returning. The dimension could be affected by the high temperature, therefore could no longer reflect the state during the event. In conclusion, it can be assumed that the insert was in a slightly tilted position within the shell prior or during impaction leading to the assembly issue. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.